Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).

Event description:
It was reported by an eye care professional that the pt developed a cornea ulceration on three different areas of the left eye following contact lens wear for one day. The pt was referred to an ophthalmologist for further treatment and was prescribed ciloxan, tobrex, euronac and desomedine eye drops for one week. Additional info has been requested but not yet received.